Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint of the malfunctioned insertion handle becoming stuck to the trocars was initially reported on jan 10, 2017. During the initial investigation performed on (B)(6) 2017, it was found that the sleeve will not advance entirely through the proximal locking hole causing the sleeve and aiming arm to be stuck together. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot.: DHR review for part: #03.010.063 -synthes lot # 4786947; release to warehouse date:06oct2004; manufactured by: (B)(4). No non-conformances were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The 03.010.050 lot number 4850491 aiming arm for retrograde standard locking and 03.010.063 lot number 4786947 12.0mm/8.0mm protection sleeve were returned and reported to have become stuck together. This complaint condition was likely caused by over twelve years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.010.486 radiolucent insertion handle and 03.010.063 12.0mm/8.0mm protection sleeve are instruments routinely used in the 01.013.303 retrograde/antegrade femoral nail-ex instrument set and the titanium cannulated tibial nails system (relevant technique guide). The 03.010.050 aiming arm and the 03.010.063 protection sleeve were returned and reported to have become stuck together. This condition is confirmed; the sleeve will not advance entirely through the proximal locking hole. The circumferential edge on the inner face of the proximal hole is significantly deformed causing the protection sleeve to catch at the step of the sleeve where the diameter increases. The 03.010.063 protection sleeve was manufactured in 10/2004 and is over twelve years old. The balance of each of the returned devices is in fairly worn condition consistent with each device¿s age. Drawing 03_010_063 was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. The complaint condition for these devices can be replicated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service demonstration of devices included in the tfn-a set (trochanteric fixation nail- advanced) it was noted that an insertion handle was missing a component; the "key" piece that is on the device was chipped off and noted to be missing. The reporter stated that during the demonstration he was still able to connect the insertion handle to the trochanteric fixation nail (advanced) as there are no threads on the insertion handle. When he attempted to connect the insertion handle onto the trocars (retrograde aiming arm and the outer protection sleeve ), the devices went halfway in and then got stuck together. The reporter attempted to twist the device together properly. He reported that he even tried water to separate and re-mate them to no avail. The reporter stated he had to use a mallet to fit them together properly. The reporter stated that he did not try to attached the antegrade aiming device nor the spiral blade which a alternative devices used as secondary option to insert the nail. The reporter stated that the inner trocars are fine but that the retrograde aiming arm and the outer protection sleeve (the outer trocars) are concomitant devices. It was confirmed that no other devices were used during the demonstration. It was reported that the demonstration involved the education of the use of antegrade femoral aspect of the rapid retrograde femoral nail (r-afn). The reporter was demonstrating out the devices can be used, interchangeably, with the green trocars from both the trochanteric fixation nail system or a tibia set. In showing that the trocars were interchangeable, it was noted that the insertion handle was missing a component; the "key" piece that is on the device was chipped off and noted to be missing making the device attached (the protection sleeve and the retrograde aiming arm get stuck together. Because of the broken, chipped off piece the devices were jammed together and could not be disconnected. Concomitant medical products: mallet (part # unknown, lot # unknown, quantity 1). This is report number 2 of 2 for complaint (B)(4).